Event description:
Scrub tech was constructing allograft and it was noted there was a forgein body in graft -drill bit-. Item was not implanted and a new one was used. This problem delayed case which resulted in longer anesthesia.